Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose issues. The customer's blood glucose level at the time of incident was reported to be over 200mg/dl. The customer's current level was reported to be 546mg/dl. It was reported that the customer was treating high levels with the insulin pump. Troubleshoot was reported to be conducted. It was reported that the drive support cap was flush. It was reported that the customer was advised the device would have to be replaced and returned for analysis.